Manufacturer narrative:
An event of patient death after device implant with no complications being noted at implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event is being conservatively reported for death as there were no allegations against the implanted valve and there were no complication with the implant procedure. Prior to implant procedure it was reported that the patient had difficulty breathing and heart failure, and angina. It was reported that on (B)(6) 2018, a 23mm epic stented porcine heart valve was implanted with no reported complications. On the day after implant, the patient was removed off the endotracheal tube, however the patient's oxygenation index was not good and non-invasive ventilator-assisted therapy was continued. On (B)(6) 2018, "the patient suddenly lost consciousness" and their blood pressure went down. Even though the patient was treated with bedside CPR and balloon mask assisted ventilation, the patient's heartbeat and blood pressure continued to decline. Tracheal intubation, epinephrine and continuous CPR were given, but the patient's condition continued to worsen. Ventricular fibrillation occurred and was not able to be corrected with lidocaine, electric defibrillation, epinephrine, or continuous CPR. "The relatives were informed that the heartbeats and the breath could be stop suddenly. The relatives expressed their understanding and requested to get discharged." The patient passed prior to being discharged. Patient comorbidities included left ventricular diastolic dysfunction and left ventricular hypertrophy. No additional information was reported.